Event description:
IV catheter was used as access device during a right/left heart catheterization. In an attempt to gain access, the catheter tip was retained inside the patient. The patient required surgical intervention to remove the catheter tip.